Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the plastic distal end cover, the adhesive around the light guide lens, the adhesive on the bending section cover, and the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Tests showed that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the subject device. The foreign material may have been unremoved because the device was not reprocessed properly due to leaked from the up/down angulation control knob, scope body and socpe connector cover. However, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use: instructions for use states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.